Event description:
As reported by the edwards territory manager, at a transapical tavr procedure during the initial placement of the purse string sutures the patient had excessive bleeding and was placed on bypass support. The first 23m sapien valve was placed (60:40) aortic and "jumped" to a more aortic position (80:20) during deployment causing paravalvular leak (pvl). A second valve was implanted in order to mitigate the pvl. The second valve was placed slightly ventricular to the first valve but this valve also "jumped" aortic during deployment landing 50:50 on the first valve frame. Following deployment of the second valve the pvl was reduced to mild. The patient status post tavr was reported as stable. Additional information received from the edwards clinical specialist indicates that during this case the image intensifier angle was good. The coaxial alignment was fair; due to the angle the team needed to use with the sheath, the angle of the valve was never good. The calcium distribution at the aortic root was described as mild. The native valve and leaflet calcification was described as moderate. Ventilation was held during deployment and there was no loss of pacing capture. This patient's friable tissue at the cardiac apex caused the team to go on bypass early in the procedure and made their angle of delivery of the sheath to the valve to be offset and not straight. This patient's ejection fraction was 40 percent.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition and paravalvular leak are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak can result from of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium, valve placement either too high or too low, or mis-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, procedural factors (less than optimal coaxial alignment due to procedural complications) appears to have contributed to this event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. This is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
Please reference realated manufacturer report no. 2015691-2013-20029.

Manufacturer narrative:
There were two serial numbers provided for the implanted valves (s/n (B)(4)), however it is unknwon which valve was implanted first. Thus the initial 3500a form submitted for this event reflected an "unk" serial number under device info of the report.